Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/13/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to a display lens leak. There was moisture observed through the display lens and there was also moisture found on the bolus button. The bolus button was inoperable due to moisture in the pump. It was also observed that the ¿up¿ arrow button on the keypad was responding intermittently - all the others responded properly. There was no physical damage on the keypad. The pump was opened and there was moisture observed throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.